Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1 (B)(6)

Event description:
It was reported the electrical generator displayed an error e433: electrical generator not working. There were no reports of patient harm or procedure involved.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: d9. Additional information: h3, h4, h6, h11. The device was returned to olympus for inspection and the reportable malfunction was not reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a conclusive root cause for the reported event could not be determined. Olympus will continue to monitor field performance for this device.